Event description:
It was reported that a stored egm displayed noise on the atrial channel. The clinician believed that the patient had been vomiting at the time the noise was generated. The patient had already been admitted to the hospital due to issues not related to the noise seen on the egms.